Event description:
The patient was admitted to the hospital for removal and replacement of breast implants secondary to right breast implant being ruptured. The left implant was intact at the time of surgery. The patient did undergo a revision with capsulotomy with right implant replacement in (B)(6) of 2004.